Event description:
New information received indicated the insertable cardiac monitor successfully connected to the patient's mobile phone via bluetooth. Remote transmissions were received successfully.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's mobile phone would not pair via bluetooth with their insertable cardiac monitor. Remote troubleshooting was unsuccessful. There were no reported patient consequences.